Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer reported that the instrument stopped coagulating.

Manufacturer narrative:
The customer was contacted regarding return of the cmc-v generator for revaluation/repair. However, the unit was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed, should the unit be returned at a later date this complaint will be re-opened and an investigation will be performed. Device not available.

Manufacturer narrative:
Additional information: this event was initially reported as a serious injury; however, no patient harm was reported in the event description. This complaint record is being updated to reflect the corrected information.